Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's leak rate was higher than expected. The device was not in patient use. The device was recalibrated to address the issue.